Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The impedance and header anomaly observed in the field were not reproducible. The device functionality was bench tested, including telemetry, pacing, sensing, impedance measurements and hv charging and hv shock. No anomaly was detected. The cause of the field event remains undetermined.

Event description:
During procedure when inserting the lead into the header of the device the ventricular channel had no signal and impedance was high. The lead was connected to the pacing analyzer and all electrical measurements were in range. The lead was exchanged and inserted into the header of the device with good electrical measurements. The patient is in stable condition.